Event description:
Customer reported the system stopped fluoring during a case. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the problem, but suspects known software problem. System operates as intended. (B) (4).